Event description:
It was reported that bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes have little to no draw. The following information was provided by the initial reporter: customer states tubes have little to no vacuum. During lab draw needle is inserted with a flash back of blood but when tube is put in the vacutainer blood would not pull through to the tube. This was tried with butterfly needles 21g and 23g. 4 staff in the clinic all experienced the same problem with the same tubes on multiple different patients. The attempts were the only specimen to be drawn so there was no order of draw.

Manufacturer narrative:
H.6. Investigation summary: bd received five (5) samples for investigation. The samples were evaluated by functional draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.  This complaint is unable to be confirmed for the indicated failure mode of underfill with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-aug-25

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes have little to no draw. The following information was provided by the initial reproter: customer states tubes have little to no vacuum during lab draw needle is inserted with a flash back of blood but when tube is put in the vacutainer blood would not pull through to the tube. This was tried with butterfly needles 21g and 23g. 4 staff in the clinic all experienced the same problem with the same tubes on multiple different patients. The attempts were the only specimen to be drawn so there was no order of draw.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.